Event description:
The patient reportedly experienced a loss of lock with his internal device. External equipment has been exchanged and programming adjustments were attempted, however, this did not resolve the problem. Revision surgery has been scheduled.